Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of blurry vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening of the visual field is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient experienced blurry vision. Additional information received reports the patient is currently experiencing a slight loss of vision in the implanted eye. Additional information was requested.